Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes. Correction: section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the repeated authentication failures and inability to access the pyxis enterprise server due to intrusion detection system (ids) authentication and domain communication errors. A technical support specialist reviewed server credentials, ssl certificate configuration, firewall rules, and network port accessibility. Knowledge article, es 1.6.1 new users / bioid exempt users cannot sign in to some devices cannot load file or assembly system.net.http, was applied; however, the issue persisted. Further troubleshooting identified application-level errors related to an asp.net mvc version mismatch. Review of the application configuration revealed the enterprise server web.config file had been renamed and was not loading correctly. The correct configuration file was restored, resolving the issue. Customer verified successful access to the server, and multiple users were able to log in without further errors. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login station and server, it happened to all users at the specific station. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There was no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login station and server, it happened to all users at the specific station. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There was no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed